Manufacturer narrative:
Section g2: corrected. Manufacturer's investigation conclusion: there were no device-related issues with mlp-036074 reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the right heart failure existed before the left ventricular assist device (lvad) was implanted. Device related issues did not cause or contribute to the right heart failure. The patient had symptoms of shortness of breath, fatigue, and fluid retention. The right heart failure was being managed with milrinone and IV diuretics before the decision was made to discontinue care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to failure to thrive. The patient reportedly failed to thrive at home and elected to withdraw care. The outcome was not considered to be device or therapy related. An autopsy was not performed and the device was not explanted.